Manufacturer narrative:
(B)(6) 2016 based on the analysis, it was determined that this event be reported to the FDA. Upon receipt, the lead was found cut. Only the proximal segment was received for analysis. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explantation procedure. The inspection of the returned fragment revealed a rubbed through insulation at approx. 13 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Further damages resulted most likely from tensile forces applied during the explantation procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2014 and the cause of death was cardiac arrest. There are no known complaints associated with this lead. Should additional information be received, this file will be updated. (B)(6) 2016 based on the analysis, it was determined that this event be reported to the FDA.